Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump&#38112;battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a review of the pump black box data showed a low battery warning on (B)(6) 2015. Following subsequent reboots, replace battery alarms were emitted when the pump was powered up. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was observed in the battery compartment and on the underside of the returned battery cap. The pump failed a leak test at the battery compartment. The returned battery cap was damaged at the top; and was difficult to remove and got stuck. The pump powered on intermittently with the returned cap. A test cap was used to complete investigation. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, the display screen was dim and discolored. (B)(4).